Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, cartridge split. Iol was implanted successfully and remains implanted. Cartridge cracked as lens was being pushed through the tip. There was a long fracture along the side of cartridge nozzle. There was no patient harm. Additional information received stating that with a 2.4 mm incision when the end of the cartridge splits it expands and gets stuck in incision. Lens and cartridge gets jammed in incision, because the split cartridge width gets so much bigger, it jams against the walls of incision.

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in in the cartridge. The nozzle was cracked on the top right. The cracks split as it entered the thinner tip. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the cartridge damage may be related to a failure to follow the instructions for use (IFU). The used company cartridge was returned. Inadequate viscoelastic was observed. The nozzle was cracked on the top right. The cracked area split as it entered the thinner tip. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens or plunger are not positioned correctly for advancement. In addition, a lack of viscoelastic was observed in the cartridge. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).